Event description:
It has been reported to philips that no exposure was available when using frontal and lateral at the same time. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that cannot expose using frontal and lateral stands at same time. Upon functional testing fse found no error. Upon reviewing logs fse found that after user performed fluoro, exposure was normal. Fse advised customer to perform fluoro first to stabilize the radiation amount then perform exposure during peripheral expose like using frontal and lateral stands at same time in this reported event. No malfunction found, the device was confirmed to be operating per specifications and no failure was identified. The codes were updated based on the investigation outcome. Evaluation method code was corrected.